Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a carto 3 system and a signal loss occurred. The signals loss was on all signals including the body surface and intracardiac channels as well as on the carto and recording system. The physician did not have at least one ECG signal available to monitor patient heart rhythm. Field service engineer (fse) arrived to the account regarding this issue. Fse performed troubleshooting and atp for ECG cards but was not able reproduce the problem. As a troubleshooting step fse swapped ECG cards 1 and 3. After that fse performed again atp. All tests passed. Fse followed up the issue during following case. During next case the customer performed pacing from ref/deca and 20 pol b ports. The reported issue did not occur. The system is operational. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a carto 3 system and a signal loss occurred. All intracardiac and surface electrocardiogram (ECG) signals were lost on the third pacing drive train. Replacing the right leg ECG lead and changing out the pacing cable, redel cable to the stockert generator and the rf adapter cable did not resolve the issue. The pin block that is plugged into 20b port was also changed and the surface ECG direct connect cable was replaced with the nipple box which still did not resolve the issue. The ref/deca port was changed to the 20a port and the issue was resolved. Upon request additional information was received on the event. The signals loss was on all signals including the body surface and intracardiac channels as well as on the carto and recording system. The physician did not have at least one ECG signal available to monitor patient heart rhythm. Therefore this is indicative of a reportable event because lack of monitoring can cause potential patient harm.